Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a detached statlock retention device was confirmed and the cause appeared to be use-related. The product returned for evaluation was one statlock PICC plus crescent foam catheter stabilization device. Usage residues were observed throughout the sample and the paper backing had been removed from the foam pad. The pad was stuck to piece of paper. The clear plastic retention device was completely detached from the foam pad. Microscopic inspection of the detached retention device revealed adhesive throughout the bottom surface. Foam base material was adhered to that adhesive residue throughout. Inspection of the foam base revealed deformation and removed material throughout much of the retention device footprint. The adhesive residue and foam material adhered to the detached retention device indicated that adhesive was properly applied and cured during device assembly. The features were replicated during analysis by forcefully removing the retention device of a non-complainant statlock during complaint evaluation. This combined with the observed use residues suggested that the retention device was manually pulled off of the foam base during device use. A lot history review (lhr) of judy2499 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the retainer of statlock detached from the pad when a nurse checked the securement of statlock. There was no reported patient injury.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the retainer of statlock detached from the pad when a nurse checked the securement of statlock. There was no reported patient injury.